Manufacturer narrative:
Final analysis revealed the device was received at end of life battery level. Longevity assessment found the implant duration failed to meet total projected longevity based on field settings indicating premature depletion. Analysis of the device image found elevated monthly battery current measurements. Initial battery current measurements reproduced the high current indicating a hybrid anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital due to dizziness. It was noted that the pacemaker exhibited a battery longevity anomaly. Premature depletion was suspected as the battery longevity in (B)(6) 2018 was six years but 1.8 years in (B)(6) 2019 and end of service (eos) was reached. The device was explanted and replaced urgently. The physician believed this was a device issue. The patient was stable.